Manufacturer narrative:
It was also reported that the device failed during the yearly preventive maintenance (pm).

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump failed delivery accuracy test (> 20 +/-1.2ml). It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
One cadd solis hpca pump was received with the lens damaged and the downstream occlusion (dso) sensor seal bubbled/cracked. There was no evidence of the reported issue in the event log. Accuracy testing was conducted and the reported "failed delivery accuracy test" issue was unable duplicated. The pump did infuse a little high by an average of 2.7% which is within specification. The unit's output was high, but still within the 3% maximum. There was no problem found with the returned pump.